Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. Failure (event) observed during analysis. Final analysis found medical adhesive on the distal ring electrode. This could cause the lead to exhibit high impedance and high capture threshold.

Event description:
This report is to advise of an event observed during analysis.